Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified unspecified vessel. A 2.50mm x 20mm emerge balloon catheter was advanced for dilation. On unspecified inflation, the balloon "popped" below the nominal pressure. The physician removed the device intact and the procedure was completed with a different device. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with the original box and pouch. The batch number on the returned packaging and device matched the batch number for this complaint. There was blood in the inflation lumen and in the balloon. Examination under magnification revealed a longitudinal balloon tear 8mm long on the proximal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified unspecified vessel. A 2.50mm x 20mm emerge¿ balloon catheter was advanced for dilation. On unspecified inflation, the balloon "popped" below the nominal pressure. The physician removed the device intact and the procedure was completed with a different device. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
(B)(4).